Event description:
It was reported that a patient using the ilet experienced hypoglycemia, confirmed by fingerstick at 52 mg/dl, occurring shortly after starting a replacement ilet and within the learning phase. Symptoms included low blood glucose without loss of consciousness or other acute complications. Outcomes included self-treatment with food, no ketone testing, no medical intervention, and no assistance required. Investigation included troubleshooting and education regarding potential contributors such as recent device start, correction behavior during adaptation, exercise, meal announcements, target settings, weight settings, insulin labeling, cgm calibration differences, and date/time changes. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the specific cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.